Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings. The complaint cannot be confirmed for the sheath kinking during withdraw because the sample was not returned for assessment. Without a sample, the exact cause of the sheath kink cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that there was a kink in the involved r2p destination sl guiding sheath used for an endo vascular treatment (evt) to treat left the common iliac artery (cia) stenosis. After dilatation using an r2p metacross (6.0 mm diameter), when the balloon was being removed, a slight resistance was felt. The procedure was successfully completed without problems. When the guiding sheath was removed from the patient, a kink was observed in the middle part of the guiding sheath. There was no health damage to the patient. The procedure outcome was successfully completed. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.